Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and obtyrx were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation due to stress urinary incontinence and prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, dyspareunia and vaginal scarring. It was also reported that patient underwent mesh revision on (B)(6) 2009 due to mesh exposure into vagina and pain. No additional information was provided. (B)(4) ¿ urinary problems; bowel problems; dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral sacrospinous fixation, posterior repair with mesh augmentation and diagnostic cystoscopy. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to posterior mesh exposure.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to symptomatic posterior relaxation and stress urinary incontinence.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.